Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and confirmed that the display was scrambled and unreadable. The fse replaced the video receiver board and display cable to the receiver board. The iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the display screen on the intra-aortic balloon pump (iabp) was scrambled, unreadable, and pixilated. This event occurred during service/testing performed by the customer. No patient was involved and no adverse event has been reported.